Manufacturer narrative:
H3 device evaluation - the driver was examined with the aid of a 5x loop. The tip of the driver is missing. The break region consists of a fracture area that is severely skewed relative to the driver's longitudinal axis. This skewed surface is indicative of bending moment application. Multiple fracture planes are present, and the portion of the hexalobe that remains is slightly twisted clockwise which is indicative of part tightening. Based upon these observations it is believed that the cause for the fracture is due to torsion combined with high bending moment application. A counter torque wrench was not likely used during tightening which would enable bending moment forces to act on the tip of the driver during torque application. Review of device history records found twenty (20) pieces of lot 12407ps were released for distribution on 1/16/2017 with no deviation or anomalies that would relate to the reported event. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended at this time.

Event description:
It was reported that during a procedure performed in saudi arabia, on unknown date, the tip of the lock-screw torque driver (39-rd-0060) broke while final tightening the lock screw. The tip of the driver was removed and the procedure was completed using another driver readily available. There was a fifteen (15) minute delay to the procedure, with no harm to the patient.

Manufacturer narrative:
Patient information - unknown. Date of event - unknown. Occupation - other; distributor. Review of device history records found (B)(4) of lot 12407ps were released for distribution on 1/16/2017 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. Information provided indicates that the product is available for evaluation but has yet to be received. Should the product be received a follow-up medwatch report will be filed upon completion of evaluation.

Event description:
It was reported that during a procedure performed in (B)(6), on unknown date, the tip of the lock-screw torque driver (39-rd-0060) broke while final tightening the lock screw. The tip of the driver was removed and the procedure was completed using another driver readily available. There was a fifteen (15) minute delay to the procedure, with no harm to the patient.